Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. The customer's blood glucose (bg) level was 415 mg/dl. The customer addressed bg with a manual injection.